Event description:
It was reported that the insulin pump had a blank display and had damage to it, causing a weak battery signal to alarm. The blood glucose reading was 109 mg/dl. The customer stated that there were cracks and a missing piece from the insulin pump's battery threads. He reported that the damage had occurred when he experienced an epileptic seizure that made him fall. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify weak battery alarm, off no power alarm due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.